Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on the third firing, the knife blade fired half way then stopped. Surgeon had to retract the knife blade, used another reload that worked. Peristrips buttress material was used. There were malformed staples. There was good patient outcome. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.